Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from consumer regarding the patient with an implantable neurostimulator (ins). It was reported after a recent visit with healthcare professional (hcp) it was discovered one of her leads of her stimulator was out of place. The patient noted they did not have the remote at the time of the report, and a replacement was being processed. The hcp was already aware of the event and was working to expedite the process. The patient also stated they had a lower stomach pain. It was noted the event was ongoing at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1j2bu, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jul-2021, UDI#: (B)(4). Event date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Pain and a loose lead was reported. The patient noted they had a pre-existing to the device/therapy medical condition of lower stomach pain as a result of their unrelated chronic lymphocytic leukemia, (cll), and that the pain in their lower stomach became severe so they went in for their cancer check-up and a CT scan was done on (B)(6) 2018 to check their lymph nodes. The result of the CT scan was that 1 lead was ¿loose¿ and had gone to the front of the patient¿s stomach. The patient was going to follow up with their health care physician (hcp) (they had a call in to the hcp) and that they were calling now to alert the manufacturer company. The symptoms being reported were pain in their lower stomach/severe stomach pain. There were no further complications reported.